Event description:
The customer returned this handpiece for service with the report that it operated erratically. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: this handpiece was received for evaluation and the reported problem was confirmed. During testing of this handpiece, it ran slow and would hesitate. In addition, the unit was found to have the potential to run in the safe mode related to controller failure. An investigation remains in process for this failure mode. Conmed linvatec will continue to monitor this product for failures.